Manufacturer narrative:
Philips service replaced the hard disk spare part and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that host pc hard disk failed, causing boot-up failure on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.